Manufacturer narrative:
It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, during pre-use testing prior to use on the patient, a microsensor registered no data after being connected to an icp monitor. Monitoring was discontinued. There were no reports of delays or patient harm.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The component was returned for evaluation. It was found that the sensor diaphragm was broken (a depressed square was observed). Due to the condition of the device as it was returned, no functional testing was possible. A review of manufacturing records for both the component and finished good found no discrepancies. The supplier was able to confirm that there was an issue with the device; however, due to the condition of the device, the specific failure was not able to be confirmed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.